Event description:
It was reported that intermittent resistance was experienced when filling the cartridge with insulin with multiple cartridges. Reportedly, the customer loaded cold insulin into the cartridge. A supply change was performed resolving the issue. Customer's blood glucose level was 300-399 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.